Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device & delivery system (wds) was implanted. Post procedure the physician communicate that the patient was having difficult to breath, and a stat echocardiogram was performed. The stat echocardiogram showed a 4mm effusion around the right ventricle (rv). The patient was then taken to the catheterization laboratory and pericardiocentesis was performed, 100 cc was drained off the pericardium. The patient was stable throughout the procedure. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: patient code e0605 cardiac tamponade added per surpass data.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device & delivery system (wds) was implanted. Post procedure the physician communicate that the patient was having difficult to breath, and a stat echocardiogram was performed. The stat echocardiogram showed a 4mm effusion around the right ventricle (rv). The patient was then taken to the catheterization laboratory and pericardiocentesis was performed, 100 cc was drained off the pericardium. The patient was stable throughout the procedure. The patient was discharged on (B)(6) 2025. It was further reported that pericardial effusion with tamponade occurred.